Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated. The patient was replaced with a different device and treatment continued. The patient's condition was stable. There was no damage caused by the drumming,

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6 (investigation conclusions), h11. A getinge field service engineer (fse) on site could confirm system overheat alarm. The same alarm occurred in (B)(6) 2022 and repair work was carried out. This time, it occurred again, causing distrust from the facility. Although the system overheat alarm could not be confirmed to be reproduced, the vacuum/pressure value exceeded the standard value (even after adjustment), so the regulator (0103-00-0633) was replaced. The compressor (0119-00-0236) and temperature probe (0206-00-0734) were also replaced. After replacement, regular inspection was carried out based on the inspection record sheet, good operation time: 7132 hours. The following investigation was performed by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the following parts associated with the complaint. Parts were received with a reported failure of an overtemp issue. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failures confirmed on any part. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
A getinge field service engineer (fse) on site could confirm system overheat alarm. The same alarm occurred in (B)(6) 2022 and repair work was carried out. This time, it occurred again, causing distrust from the facility. Although the system overheat alarm could not be confirmed to be reproduced, the vacuum/pressure value exceeded the standard value (even after adjustment), so the regulator (0103-00-0633) was replaced. The compressor (0119-00-0236) and temperature probe (0206-00-0734) were also replaced. After replacement, regular inspection was carried out based on the inspection record sheet, good operation time: 7132 hours. Parent complaint ID (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation), h10, h11. Corrected fields: e1(initial reporter). Additional information: due to character restrictions in block e1(event site postal code - (B)(6)). It was reported during use that the cardiosave intra-aortic ballon pump (iabp) had temperature over heating issue. Customer said they had switched to a different device and were continuing treatment. The device has been switched to a different device, but the patient's condition is currently stable. There was no damage caused by the drumming. 3 good faith efforts (gfe's) was performed to get additional details about service and part replacement but fse not visited the site. So, the investigation shall be closed now. If any new information received, the complaint will be reopened and update it. H3 other text : we don't have replacement parts yet as we are currently reviewing.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated. The patient was replaced with a different device and treatment continued. The patient's condition was stable.